Manufacturer narrative:
A product sample was returned for evaluation. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The product sample was visually inspected and deemed conforming. An actuation test was performed and deemed conforming. A cut test was performed and deemed nonconforming. The probe does not cut. The probe was disassembled and the components inspected. There was approximately 120 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. The root cause of the product evaluation does confirm that the probe had a issue with cutting, which can be attributed to the customer¿s reported event. The cause of the reported event can be attributed to customer handling. The vitrectomy portion of the procedure is typically less than 20 minutes and the vitrectomy probe is intended for one procedure only. It appears that the probe was functioning properly for approximately for 120 minutes before the cutting was determined to have poor cutting. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A customer reported that actuation failure of the probe occurred during an eye surgery. It is unknown if the probe was aspirating at the time of the event. There product was replaced and the procedure was completed without consequences to the patient. A product sample has been requested for evaluation.